Event description:
The event involved a plum 360 pump where the customer reported that the device shut down while plugged in and infusing fluids to a patient. The battery used was a new csb. There was patient involvement, however, harm was not reported as a consequence of this event.

Manufacturer narrative:
The device has been requested to be returned for evaluation, however, it has not yet been received.

Manufacturer narrative:
The device was not returned for evaluation; therefore, visual inspection and functional testing was not performed. A 12-month service history review could not be conducted due to the absence of a provided serial number. Additionally, as the customer did not provide any event history, a review of the event history/alarm logs could not be conducted. Consequently, we were unable to replicate or confirm the reported complaint.